Event description:
It was reported by the sales consultant that the wire drive for the e-pen will not hold the wire during an unknown procedure. There were no broken pieces to retrieve from the patient, and surgeon had another wire drive to use to complete the procedure successfully. Facility reports that a delay was experienced during surgery for 10 to 15 minutes. This report is for a k-wire attachment for pen drive. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.